Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called in to report a 4 inch air bubble in the tubing. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 333 mg/dl. The customer was advised to change their infusion set and to monitor the device. Nothing was replaced or returned.